Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been nearly 5 years, since the subject device was manufactured. Based on the results of the investigation, the cause of the broken probe unit tip likely occurred, due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated, in the instructions for use. Which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly, the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii ultrasonic bronchofibervideoscope has a broken tip. In addition, there was no ball at the tip. The event occurred during reprocessing. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, broken probe unit tip was noted. In addition. The charged coupled device wire was short and could not be recovered. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.